Manufacturer narrative:
Upon receipt of the customer complaint, kdl conducted an investigation that included retained sample testing and process review. Corrective and preventive action (CAPA) was initiated in a timely manner in accordance with relevant regulations and company documents to prevent recurrence of the problem.then maintain complaint files in accordance with 21cfr part 803.18.

Event description:
It was reported by the customer that foreign matter was found within the syringe.the foreign matter was adhered to the rubber stopper.no information was received regarding any serious injury as a result of this reported issue